Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that moisture got inside of the insulin pump screen. The patient could not see the screen. She believes the moisture exposure occurred while she was working out. The call was disconnected and no further details were provided. The insulin pump was not returned for analysis.